Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted by analysis. Analysis found no anomaly of the display ramping on its own. No traces of moisture were noted at electronic or motor assemblies of the insulin pump, per visual inspection by analysis. The insulin pump was received with a cracked case at the display window corners and minor scratches on the lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.